Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The target lesion was located in the left circumflex artery. The 182cm luge j guide wire was in place and a non bsc extraction catheter was being loaded a little aggressively on the guide wire. The guide wire kinked, fractured, and broke approximately 18 inches from the proximal end outside the patient. The guide wire was removed without complications. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).